Manufacturer narrative:
The expedium si polyaxial screw was retained by the patient and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. A complaint trend analysis found no emerging trends. Without the device for evaluation, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root cause. No systemic trend. Therefore, this complaint will be closed with no further action required. Since the patient has retained the samples, no samples are expected to be returned in the future for investigation and evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Retained by patient.

Event description:
It was reported that the patient had two expedium si polyaxial screws that fractured post-operatively at s1 on right and left side. The devices were revised and have been retained by the patient. The following mfg. Medwatch reports are being filed for the two broken screws: 1526439-2014-11856, 1526439-2014-11857.